Manufacturer narrative:
Corrected information: the device was frayed a little bit, not separated. (B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath and dilator was returned for evaluation. Inspection of the returned device noted two 1mm wrinkles at the distal end of the sheath. This might have been caused due to the difficulty in advancement. Also the entire length of the device was measured and it is within the specification. The 1st bond from the distal tip measures 2.5cm whereas the specification requires it to be 2cm +/- 0.3mm, this elongation might be a result of the device getting caught on the calcification present in the patient's body. There is no evidence to prove that the device was not manufactured within the specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information and examination of the complaint device, it is possible the calcification present in the patient might have caused difficulty in sheath advancement in the body resulting in fraying of the tip. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a flexor high-flex ansel guiding sheath was being used for a right lower extremity angiogram when the tip of the sheath separated. It was reported that the malfunction occurred during insertion, at approximately 5 inches. When the separation was observed, the device was allegedly removes and replaced with another sheath to successfully complete the procedure. No adverse events have been reported as a result of this occurrence.